Event description:
It was reported that the pta balloon was slow to deflate after an asymmetrical inflation in the cephalic arch. There was no reported retraction difficulty through the sheath. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway.